Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not be extended due to drive shaft lug stuck behind the retraction stop.

Event description:
It was reported that during an attempted implant, the helix of the right ventricular (rv) lead was extended and retracted normally when it was tested prior to the procedure. After that, the helix was positioned in the heart without any issues. Due to a low sensed wave, the helix was retracted and repositioned. The physician tried to extend the helix again, however, the helix could not be extended although it was rotated over 20 turns. Despite multiple attempts such as turning the helix in the clockwise and counterclockwise directions using a pinch-on tool as well as sliding the stylet back and forth, no change was seen. Suspecting a thrombus inside the helix¿s housing space, the lead was removed out of the patient¿s body, and the housing space was flushed. Lead extension of the helix was attempted again, but no change was seen. The rv lead was removed and replaced to complete the operation. No patient complications have been reported as a result of this event.